Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing leaked from the connection to the filter during use. The following information was provided by the initial reporter: "leaking, a nurse noticed that the above tubing / filter was leaking at the filter site. She was changing fluids for the day and noticed that tubing was leaking at the filter level."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing leaked from the connection to the filter during use. The following information was provided by the initial reporter: "leaking, a nurse noticed that the above tubing / filter was leaking at the filter site. She was changing fluids for the day and noticed that tubing was leaking at the filter level."